Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was experiencing difficulty charging the pump, despite use of multiple wall outlets, cables, and adapters. The customer connected the pump to a power source and the pump jumped from 70 to 100% charge. The customer continued to charge the pump and reported that the pump charged successfully.